Event description:
It was reported that the pt expired in 2007. It is unknown if the pt's demise was attributed to the device. Reportedly, the device was implanted on the same day. No further details were provided.

Manufacturer narrative:
Device not returned.